Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed forty-seven other similar product complaint(s) from this lot number.

Event description:
It was reported that the single-chamber high-pressure screw connection of power PICC had a problem, and there was liquid leakage after the puncture was completed, and the leakage still occurred after replacing various kinds of connectors. It was reported this occurred with six devices. This report addresses the second device.